Event description:
The patient has a thoracic system and a cervical system. This issue is related to the thoracic system. It was reported the patient had an open wound in her back (date of event is unknown) which the physician later confirmed as infected. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the physician washed out the wound. As of (B)(6) 2015, the patient had no signs or symptoms of infection and was finishing the course of antibiotic treatment.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.